Event description:
It was reported that the rigid video laparoscope image became a sandstorm. This issue was identified during installation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped. Based on the investigation results, a root cause could not be identified because the customer-reported event could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.